Event description:
A hospital in (B)(6) reported that the upper head case for the iw910jeu baby control mobile infant warmer is "cracked". This was reported after patient use.

Manufacturer narrative:
(B)(4). The complaint device has recently been received at our regional office in the USA and evaluation is currently in progress. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint warmer has been inspected by a fisher & paykel healthcare service engineer at our regional office in the USA and a visual inspection of photographs provided has been performed. Results: the visual inspection revealed crack lines on the surface of the dome portion of the upper headcase. A small portion of the plastic appears to have split off from the dome and crazing was noted around this area. Flaking of the plastic bottom edges and a small area appears to have chipped off. A lot check has revealed no other complaints of this nature for this lot number. Conclusion: the flaking and cracking of the warmer head case is consistent with damage caused by incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint heater head was repaired with a replacement head kit and was returned to the customer after performing an electrical safety and performance check.

Event description:
A hospital in (B)(6) reported that the upper head case for the iw910jeu baby control mobile infant warmer is "cracked". This was reported after patient use.